Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the hub separated. There was no report of patient impact. The following information was provided by the initial reporter: I reported that the needle assembly was separating from the syringe occasionally and staying in the cap when the cap is pulled off. I've had two out of three do the same on one bag of 10, lot number 9336996 m, mfd 2020-01-02. The problem presents no hazard, and in facti shoved teh syring back into the needle socket, wiggled the needly out of the cap, and used them.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9336996. All inspections were performed per the applicable operations qc specification. H3 other text : see h10

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the hub separated. There was no report of patient impact. The following information was provided by the initial reporter: I reported that the needle assembly was separating from the syringe occasionally and staying in the cap when the cap is pulled off. I've had two out of three do the same on one bag of 10, lot number 9336996 m, mfd 2020-01-02. The problem presents no hazard, and in facti shoved the syringe back into the needle socket, wiggled the needly out of the cap, and used them.